Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer said pump was not suspending on low at the time and was still delivering insulin. Helpline looked at carelink report and said sensor and smartguard were turned off. So, pump would not suspend on low and manual basals would continue to be delivered. Troubleshooting was partially performed. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Event description:
It was reported to medtronic minimed that the customer experienced low blood glucoses with no alleged device deficiency on the pump the customer reported blood glucose value of 37 mg/dl. The customer experienced symptoms like loss of consciousness and the customer was treated in emergency medical services (ems)/ambulance/emergency room (ER) visit. The event involved product(s) mmt-7040a, mmt-332a, mmt-397a, mmt-1884l. Troubleshooting was partially performed and the customer had used the insulin pump system within 48 hours of the reported event and the smartguard/auto mode was not active at the time of the event. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.